Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that an internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported by customer: heard rattling in pump - found loose screw note: while changing membrane, heard rattling in pump when moved. Disassembled to top cover and found loose screw inside, collected screw and put it back in top cover where it's meant to be and reassembled pump. Verified correct hospital name & wifi configuration. Upgraded pump software to latest versoin 2.2f, and wifi software. Performed all calibrations & all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.